Event description:
It was reported to philips that therw were x-ray tube focus errirs. The clinical use of the system was unknown.there was no harm reported to philips.

Manufacturer narrative:
Diagnostics of the x-ray tube focuses were performed using an lcr meter as part of corrective maintenance and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).